Event description:
A physician reported a pt who was originally skin tested on 14 january 1999 with negative results. On 12 march 1999, the first treatment was administered to the glabella lines (slightly above the bridge of the nose) and to correct a slight wrinkle on the left cheek. On 12 april 1999 the pt telephoned to report that on 5 april 1999 the treated sites were itching. By 7 april 1999, elevated itchy red bumps were noted at the treated sites. Symptoms were worse in morning and evening; the pt noted high intake of caffeine at these times. On 8 april 1999 hydrocortisone cream was prescribed, which improved the redness and itching. On 9 april 1999 oral doxycycline was prescribed. No further intervention was prescribed by the physician. The diagnosis for these symptoms was believed to be a probable hypersensitivity.